Event description:
It was reported that the device could not be interrogated and was not pacing. Device replacement was anticipated to resolve the event. The patient was stable and is not pacemaker dependent. There were no adverse consequences.